Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at inflation, it was noted that the balloon rupture at 16 atmospheric pressure. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole in the balloon material located at 3mm proximal to distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak located at 3mm proximal to distal markerband.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at inflation, it was noted that the balloon rupture at 16 atmospheric pressure. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.